Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated it is not k eeping a charge and is not producing stimulation to help with the pain patient stated they have not been using therapy since 2023 or longer. Patient stated it was a waste for them to even get the implant. Pt stated it worked at first but shortly after implant it d idn't help at all. Pt stated they no longer have an hcp for the ins. Pt needs to recharge the ins so they can get an MRI. Pt lost their recharger.